Event description:
It was reported that the patient received multiple inappropriate shocks due to noise and a high sensing integrity counter (sic). It was also noted that the lead integrity alert (lia) triggered. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.